Event description:
It was reported that the patient had a methicillin-sensitive staphylococcus epidermidis (msse) infection that was treated with intravenous vancomycin for 6 weeks before switching to minocycline and rifampicin. The patient's temperature was 38.7 on 15jun.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had positive blood culture for bacterial infection. The patient was readmitted and administered antimicrobial agent. The cause of the infection was unknown, but may be related to the devise because of the positive blood culture.